Manufacturer narrative:
An investigation into the reported event has been initiated under (B)(4). Once the investigation has been completed, a follow up report will be submitted with the investigation results and any actions taken by the manufacturer. G2: foreign: japan.

Event description:
It was reported that during the surgery, it was found that the batteries of this complaint product has already been exploded when the nurse opened the sterile package. There was no patient harm. There was no medical intervention. Another device was used to complete the surgery. There was a surgical delay of about 0-15 minutes while they prepared a backup product. Due diligence is complete, there is no additional information available

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). The following sections have been corrected/updated: b4, b5, d2, d9, g1, g3, g6, h1, h2, h3, h4, h6, and h11. Visual examination of the returned product/provided pictures found the battery pack was warped and swollen. There was black battery debris throughout the sterile tray from the battery expulsion. The battery pack wiring was damaged. Review of the device history record identified no deviations or anomalies during manufacturing. A definitive root cause cannot be determined. The event is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
There is no additional information available.